Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during preparation of the impella cp, the priming of the system failed due to the automated impella controller (aic) having a broken purge disc bracket that was no longer in place. A back up aic unit was used and the impella cp was successfully primed, and support initiated. The patient remained on impella cp support, and it was noted the impella cp was explanted; however, patient outcome at time of explant is unknown.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.